Event description:
Five pt samples have discrepant results for electrolytes. The following example was provided: initial potassium result of 2.2 mmol/l. Same sample repeated gave result of 3.7 mmol/l. The initial results were not reported for all 5 samples. The field service representative determined the ise tubing was worn. The instrument was repaired.